Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead is suspected to be dislodged as the electrogram (egm) is sensing signals of atrial fibrillation (af), possibly from the right atrium (ra). This patient has an order for a chest x-ray and a device interrogation to confirm the diagnosis. Additional information from the field representative indicates that the clinic was able to reach the patient, however, the patient did not show up for the programmed device check and x-ray. Therefore, there is still no confirmation of the lead's dislodgement. Also, the patient has been lost to follow up and there is no further information or plan available. At this time, this lead remains in service. No adverse patient effects were reported.